Event description:
It was reported that the patient received a line blocked and identified a kinked cannula. Per reporter, the site was changed and the issue was resolved. It was alleged that the patient's blood glucose was in the 400s and they were experiencing moderate ketones and vomiting.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.